Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive and delayed in response. The reporter stated that the keypad was torn and cracked in several places, and could not confirm whether the damage or the response issues had occurred first. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be intact; no damage was observed. All of the keypad buttons were found to be intermittently unresponsive and required multiple button presses to elicit a response. The up arrow button required increased force to engage. There was evidence of contamination found under all of the button contacts.